Event description:
A surgeon implanted depuy spine hardware in a pt without issue in november. A two-week follow up revealed that the rod had slipped out of the expedium screw head at the top of the construct. A revision procedure was performed and the rod and screws were replaced. A surgical intervention occurred. An MDR is being filed to document this event.